Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, glistenings in the iol were observed. The physician had also treated the patient with lasik procedure to improve the patient's vision. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in h.3. And h.10. Evaluation summary: the provided photo was evaluated by a company representative. Evaluation of provided photo: the picture(slit-lamp) shows anterior segment of non- mydriatic eye with some adnexa (meibomian glands that look inflamed). Cornea seems edematous. In the anterior chamber, most pronounced in the center of visual field, there are multiple precipitates of unknown etiology that are difficult to describe based on the static picture. It is not possible to confirm any issue with iol itself based on the provided photo. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. The manufacturer internal reference number is: (B)(4).